Event description:
It was reported that the safety closure fell off of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. Verbatim: when lab tech completed a lab draw, upon attempt to engage safety closure of 21g vacutainer needle the closure came apart from the vacutainer holder leaving an exposed, used, needle. Customer states not having the defective device for returns, she states is just reporting as a safety concern. 1.how many units have the observable physical defect? 1 needle that I am aware of 2. Are there any defective and unused product available for return for quality investigation? (Y/n) - no.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and they only show the product packaging so the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the safety closure fell off of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. Verbatim: when lab tech completed a lab draw, upon attempt to engage safety closure of 21g vacutainer needle the closure came apart from the vacutainer holder leaving an exposed, used, needle. Customer states not having the defective device for returns, she states is just reporting as a safety concern. 1.how many units have the observable physical defect? 1 needle that I am aware of 2. Are there any defective and unused product available for return for quality investigation? (Y/n) - no